Manufacturer narrative:
Failure analysis noted that the pump passed the rewind, basic occlusion, prime/ compromised force sensor and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 79 mg/dl. The customer states after changing the reservoir they received the motor position encoder error. The customer sate the pump was not exposed to a high magnetic field and the drive support cap appears intact. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.